Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a power bank. Blood glucose was not impacted. The customer declined to perform further troubleshooting or follow up.